Event description:
It was reported that the patient's pump ran dry due to a calculation/programming error, and as a result of the dry pump, the patient was experiencing a decrease in therapeutic effect. On (B)(6) 2012, the patient called clinic reporting symptoms of sweating, itching, tremors <(>&<)> increased spasms. The patient was put on oral baclofen and was admitted to the hospital's intensive care unit. Oral baclofen 30 mg three times a day and valium were administered with no change of symptoms. Reporter also noted that the patient was diagnosed with a uti (B)(6) 2012 and was given antibiotics to "clear it up". Eighty cc of blood was withdrawn from the top of the pump area. The healthcare provider had issues accessing the pump reservoir, and he was unable to withdraw any drug from the pump reservoir. It was later reported on (B)(6) 2012 that the pump had run dry "as only 20ml of drug was placed in the pump" even though "it said 40 ml". The pump was refilled and restarted at a dose rate of 300mcg/day. The medication in the pump was lioresal at a concentration of 2000mcg/ml. The patient was discharged on (B)(6) 2012. It was later reported on (B)(6) 2012 that the patient was "doing great."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was diaphoretic and ¿there was about 81 cc¿s of blood on top of the pump¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709, serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID, 8578, serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).